Event description:
It was reported that even though exhalation valve leaks during use, the unit will pass exhalation valve calibration. This was evidenced by the unit continuing to 'deliver' large volumes in pressure control breath type even when the end of the circuit is occluded. Please note that there is no pt involved in this incident.